Event description:
\He surgeon attempted to implant an aq2010v silicone three piece lens but it became stuck in the cartridge while being ejected and would not advance. There was no pt contact or injury. The nurse stated it was unknown as to why the lens become stuck. An msi-tm injector and an aq fp cartridge, lot number 1193032 were used but the nurse was unable to recall the lot number of the injector.